Event description:
It was reported that during an attempted novasure endometrial ablation procedure on a pt with a uterus width "less than 2.5 cm", the array position light would not extinguish. The procedure was abandoned and a uterine perforation was confirmed on post hysteroscopy. The pt was treated with prophylactic antibiotics and released. She was seen on follow-up two days post procedure and again one week post procedure and was reported to be "fine". A dilatation and sounding with a metal sound (not a hologic device) was performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
Lot and serial number not provided by the complainant, therefore the exp date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number not provided by the complainant, therefore the manufacture date is not known. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. Device history record (DHR) review could not be conducted for the disposable device as a lot number was not provided by the complainant. According to the instructions for use (IFU): contraindications: a pt with a uterine cavity width less than 2.5 cm, as determined by the width dial of the disposable device following device deployment. Warnings: use caution not to perforate the uterine wall when sounding, dilating, or inserting the disposable device. If the disposable device is difficult to insert into the cervical canal, use clinical judgment to determine whether or not further dilation is required. (B)(4).